Event description:
The customer reported that the system displayed a black screen with no image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. There was a block on the signal for the closed circuit digital camera which was repaired by the MFR's rep. The system was tested and found to be working as intended and put back into service.